Event description:
It was reported that the patient had tried to remove cerumen with a cotton bud. He recognized a soft random noise and a temporary dizziness. Afterwards, he had no hearing impression with the audio processor being switched on. The patient has a stable mixed hearing loss and mild to moderate bone conduction. The patient is currently wearing his old hearing aid.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.